Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component due to suspected talar cyst and replace poly. The patient is experiencing gutter pain medial and lateral and medial malleolar pain. The physician plans on curetting and packing the medial malleolar cyst and likely placing a screw to stabilize cyst/prevent fracture.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - h6 (device code) the reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- ¿the CT scan confirms the loosening of the talar component described by the surgeons notice. There is some radiolucence and a bit of subsidence can be anticipated. The tibial component shows some radiolucence anteriorly without clear signs of loosening or migration. The cause may be patient related due to poor bone substance but remains unclear. Based on investigation the failure is most probably caused due to patient related factor i.e. Poor bone substance, but more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event." If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component due to suspected talar cyst and replace poly. The patient is experiencing gutter pain medial and lateral and medial malleolar pain. The physician plans on curetting and packing the medial malleolar cyst and likely placing a screw to stabilize cyst/prevent fracture.